Event description:
It was reported that there were a hair on the tubing of a y-type irrigation set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation out of its pouch and unused. Visual inspection did not identify any hair on the set but did identify several sections of tubing with black ink marks on the surface. The ink marks were easily removed with an alcohol swab. The cause of the condition was unable to determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.